Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with no original packaging. There was blood and contrast in the inflation lumen. The catheter was in two pieces on the guidewire and the balloon was deflated. The outer shaft was separated 1.1cm from the strain relief and the inner shaft was separated 1.6cm from the strain relief. The shaft separation is consistent with the portion of the reported information that notes the physician severed the shaft to deflate the device. There was 23 cm of the guidewire proximal of the hub, 113 cm between the two ends of the shaft, and 21 cm of guidewire distal of the tip. The guidewire od was measured. Inspection under magnification revealed that the inner was stretched and buckled near the separation and 23mm from the distal tip. There were no necked down/stretched areas near the proximal weld or the tack weld. The device was soaked in a warm water bath to loosen contrast, but the guidewire could not be removed from the catheter. Functional testing could not be performed because the shaft was separated. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure and catheter removal difficulties occurred. Vascular access was obtained via the right groin using a long 45cm non-bsc sheath advancing over to the aortic bifurcation. The target lesion was located in the left superficial femoral artery (sfa). Following advancement of a 300 cm v-18 guide wire through the non-bsc sheath, a 5.0mmx40mmx135cm (4f) sterling balloon catheter was then selected and advanced to the target lesion. The physician noticed that it felt "gritty" to advance but continued advancing the balloon and inflated it at 6 atmospheres for 60 seconds. Upon deflation, it was noticed that the balloon would not deflate. An encore inflation device was used to deflate the balloon, then tried another unspecified inflation device, then a 20 ml syringe, then a 109 ml syringe but all failed despite multiple measures. After 8 minutes, the physician decided to cut the balloon at the hub to deflate it and very slowly it came down. The balloon and the wire were removed together as a system. The procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
Same case as: MDR ID 2134265-2014-01413. It was reported that balloon deflation failure and catheter removal difficulties occurred. Vascular access was obtained via the right groin using a long 45cm non-bsc sheath advancing over to the aortic bifurcation. The target lesion was located in the left superficial femoral artery (sfa). Following advancement of a 300 cm v-18 guide wire through the non-bsc sheath, a 5.0mmx40mmx135cm (4f) sterling balloon catheter was then selected and advanced to the target lesion. The physician noticed that it felt "gritty" to advance but continued advancing the balloon and inflated it at 6 atmospheres for 60 seconds. Upon deflation, it was noticed that the balloon would not deflate. An encore inflation device was used to deflate the balloon, then tried another unspecified inflation device, then a 20 ml syringe, then a 109 ml syringe but all failed despite multiple measures. After 8 minutes, the physician decided to cut the balloon at the hub to deflate it and very slowly it came down. The balloon and the wire were removed together as a system. The procedure was completed. No patient complications were reported and the patient's status was stable.